Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was tested via analyzer, and tested fine. Following the procedure, the lead was tested and again, and intermittent capture was seen, along with high impedance and a polarity switch to unipolar. Further measurements indicated no capture or pacing, high impedances in both uni- and bipolar, and undersensing. The incision was reopened and the connection and placement were checked, appearing normal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.